Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was initially reported that during ercp, the physician advanced the duodenoscopy to the entrance of duodenal papilla and was ready to cut it. The physician opened the package and advanced the device into endoscope working channel to the duodenal papilla entrance, the physician detected that the distal end of cutting wire was rough with gap. The physician retracted the device from the endoscope and changed to another of the same device to complete the procedure. An image of the device showing a twist on the cutting wire was provided. There was no reportable information at this time. Our evaluation of the returned device on 10/12/2023 determined that the tip has a gap and is rough. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #k172665. Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box from the lot number provided. The label matches the product returned. Pictures were also provided and reviewed. One picture shows the label on the box, and the lot number matches the report. The additional pictures show the distal end of the device, a gap and/or "rough" spot is not visible, the cutting wire did appear a bit twisted. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. A visual inspection of the catheter was performed, and the distal tip of the device appears to be distorted/damaged at the wire guide lumen. The damage to the tip causes the catheter to look "rough" and have a gap. It is not known at what point the distal tip became distorted/damaged. No section of the sphincterotome device appeared to be missing. The distal end of the device responds to handle manipulation. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device identified damage to the distal tip. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.